Event description:
Info received indicates the bed was found with the foot siderail off of the bed.

Manufacturer narrative:
The tech found that the mounting holes in the siderail were stripped. The tech replaced the siderail and mounting screws to repair the bed.